Event description:
Dexcom g7 sensor kept reading low indicating below 40 starting at 4:47 am after 35 minutes of no readings at all. Did not get the notification for temporary connection issue. Sensor refused to accept calibration. I am now sleep deprived and my blood glucose will be higher all day due to the stress from lack of sleep. After 2 hours called dexcom for replacement even though the sensor had not given notification of a failure. I placed the sensor in my sharps container so it is mixed in with several others I do have the serial number.